Manufacturer narrative:
Device was received with pump error 38 or 130 alarm during testing due to jammed motor gearbox. Unable to verify device test failed alarm due to pump error 38 alarm. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind the insulin pump. Customer was performed displacement test and no reservoir was detected also customer was performed self test and it was failed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.